Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. The right ventricular lead integrity alert was triggered. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing with high rate non-sustained (hr-ns) and ventricular tachycardia non-sustained (vt-ns) episodes. The lead was found to have noise with sensing integrity counter (sic) and low r-wave sensing. Far field electrocardiograms shows evidence of atrial arrhythmia oversensing. The lead is suspect of oversensing electromagnetic interference. The lead was reprogrammed in an attempt to fix the oversensing. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.